Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation. B5 has been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the customer reported event occurred due to defects of the printed circuit board. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer added that the procedure was completed using the same reported device; the patient was not under anesthesia at the time of the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the device alarmed and the front panel display disappeared due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insufflation unit has a black screen and an alarm when starting up. The issue was found during preparation for use. There was no delay of the laparoscope procedure and no reports of patient harm.